Manufacturer narrative:
A steris service technician inspected the unit and was not able to duplicate the reported event. The technician spoke with an employee at the user facility who stated that she observed a small amount of water on the countertop. A few days following, a steris service technician was dispatched due to the user facility stating a large amount of water was leaking from lid of the system 1e. The user facility also stated that the processor had a power failure. A steris service technician arrived onsite and did not observe water on the floor or on the countertop in which the system 1e is stationed. User facility personnel stated to the steris technician that water had leaked outside the footprint of the processor and approximately two gallons of water was on the floor. The technician reviewed the cycle print out which indicated that the cycle faulted for a greater than five minutes to fill during a diagnostic cycle. Upon inspection of the processor the technician stated that the reported event maybe attributed to user facility personnel not properly seating the tray in the system 1e. In addition, the technician was unable to duplicate the reported power failure. The technician adjusted the latch mechanism and "u" hooks on the lid. He performed several diagnostic and processing cycles and returned the system 1e to service; no further issues have been reported. While onsite the technician reiterated to staff how to properly insert the tray and close the lid including the importance of using two hands to ensure proper alignment.

Event description:
The user facility reported that a large amount of water was leaking from the lid of their system 1e and onto the floor. No injuries or procedural delays/cancellations were reported.